Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to complete the prime/fill process or test the alarm/alert icon due to the protruded/loose drive support disk. The pump also had a cracked case at the display window corners, minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 210 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.